Event description:
Discovered when oncologist obtained chest x-ray due to shortness of breath. Come to the hosp as an outpatient to have the mediport catheter tip removed. Radiologist removed catheter tip from the left innominate vein. Device was implanted at another med ctr 03/22/96.